Event description:
It was reported that during a left atrial tachycardia (at) procedure, there was high impedance when ablating with this catheter in use. The cables were exchanged with no resolution. By exchanging the catheter the issue was resolved and the case was completed with no patient injury. Additional information was requested to the customer to obtain more details about the event and it was stated that the impedance started at 100 ohms, however during ablation, it was start climbing up rapidly from 90 to 100 then, 110 to 120. Also, the physician noticed a small amount of char on the proximal end of the electrode, not covering any irrigation holes. Despite the char was removed, the physician still getting the same impedance rise. Follow up was performed to know size of the char, and on (B)(4) 2013 it was confirmed that no picture of the char was available and that the size of the char was approximately 1 mm³ making this event reportable. Awareness date changed to (B)(4) 2013.

Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that the product analysis investigation is completed. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that during a left atrial tachycardia (at) procedure, there was high impedance when ablating with this catheter in use. The cables were exchanged with no resolution. Also, the physician noticed a small amount of char on the proximal end of the electrode, not covering any irrigation holes. By exchanging the catheter the issue was resolved and the case was completed with no patient injury. Upon receipt, the device was visually inspected and it was found that the tip had some brown residue like coagulum. Then per the reported event, the catheter was tested and it passed electrical, temperature and generator tests. Also, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter passed all specifications. The root cause of the coagulum remains unknown. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.